Event description:
Caller reported intermittent malfunctions on the pump with malfunction code 12. There was no reported adverse impact on the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.